Event description:
The customer reported that the system displayed an 'x-ray disabled' error message, which would prevent the system from performing fluoroscopy x-ray. There is no report of pt injury or death.

Manufacturer narrative:
A ge service representative performed an on site investigation. The lemo pin connector was repaired during the service call. The system was tested and found to be working as intended and put back into service.